Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer reported changing the infusion set after the first occurrence; however, another occlusion alarm occurred. The customer's blood glucose level was 200-300 mg/dl. The customer declined to troubleshoot.